Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced multiple severe low blood glucose levels that required assistance from another person. Although multiple attempts were made to contact customer for additional information, customer did not reply.